Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Please see updates to h6 and h10. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 6 years since the subject device was manufactured. Based on the results of the investigation, it¿s likely the foreign material could not be removed during reprocessing, as the foreign material was not adhered to an external part of the device. The final root cause of the foreign material inside the light guide lens was unable to be identified. The event can be detected by following the instructions for use which state: ¿chapter 3 preparation and inspection¿ olympus will continue to monitor field performance for this device.

Event description:
The subject device was received at olympus for evaluation with an unspecified complaint. During inspection and testing, foreign material was found behind the light guide lens. This report is being submitted for the malfunction found during evaluation (foreign material). There was no harm or user injury reported due to the event.

Manufacturer narrative:
During inspection and testing, foreign material was found behind the light guide lens. In addition, there was a leak from the bending section cover, a sharp edge was noted on the distal end cover, and there was a protrusion from the bending section cover. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.